Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output connector assembly and hanger assembly were broken. Analysis also found the battery wires were pinched (wire insulation not compromised) and the display wires were pinched (wire insulation not compromised). It was noted the keypad and the lower case were scratched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken and it was not possible to lock cables into them. It was also reported that the epg's bail clip was broken. The epg has been returned for repair. There was no patient involvement.